Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within its specificity claim. Single false positive results are known to occur and are covered by the assay's specificity claim. It is recommended that all initially reactive or borderline samples be retested in duplicate using the elecsys anti-hcv ii assay, with confirmation via supplemental methods (e.g., immunoblot or detection of hcv rna) for repeatedly reactive results. Results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a possible false positive anti-hcv result using the anti-hcv g2 elecsys e2g 300 v2 assay. On (B)(6) 2025, a patient sample tested reactive with a result of 17.9 coi using the anti-hcv assay. The same sample tested negative using a chemiluminescent methodology with a result of 0.19. On (B)(6) 2025, a new sample from the same patient was tested. The anti-hcv assay again produced a reactive result of 16.9 coi. The same sample tested negative using both chemiluminescent methodology (0.19) and electrochemiluminescent methodology (0.29).